Event description:
It was reported that a patient experienced peritonitis manifested by nausea, vomiting, and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. The cause of the event is unknown. The patient was treated with fortaz (intraperitoneally, dose, frequency, and duration not reported) and vancomycin therapies (intraperitoneally, dose, frequency, and duration not reported) for peritonitis. At the time of this report, the patient was recovering. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
Complaint no: (B)(4). The patient experienced peritonitis in (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).